Event description:
The following was reported: "osteolysis-like phenomena due to liner wear occurred, and revision surgery was performed, including liner replacement."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding wear/osteolysis involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection of the returned device indicated that the device has minor surface damage in the form of scratches and discoloration. Damage is consistent with explantation and time spent implanted. The yellow discoloration observed on the liner is consistent with the absorption of synovial fluid by the device. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the event descriptions from the product inquiry summary states: osteolysis-like phenomena due to liner wear occurred, and revision surgery was performed, including liner replacement x-rays show a pressfit a tha in anatomic position. There is loss of medial bone on the lateral x-ray and some demineralization of bone superiorly on the ap views. No comparison x-rays were available for review. The femoral head is located centrally within the acetabulum. Wear related osteolysis cannot be confirmed from this limited documentation. The root cause of this failure cannot be determined from the documentation provided. Should additional information become available I would be happy to further this assessment.". Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to liner wear. A review of the provided medical information by a clinical consultant indicated: "the event descriptions from the product inquiry summary states: osteolysis-like phenomena due to liner wear occurred, and revision surgery was performed, including liner replacement x-rays show a pressfit a tha in anatomic position. There is loss of medial bone on the lateral x-ray and some demineralization of bone superiorly on the ap views. No comparison x-rays were available for review. The femoral head is located centrally within the acetabulum. Wear related osteolysis cannot be confirmed from this limited documentation. The root cause of this failure cannot be determined from the documentation provided. Should additional information become available I would be happy to further this assessment." Visual inspection of the returned device indicated that the device has minor surface damage in the form of scratches and discoloration. Damage is consistent with explantation and time spent implanted. The yellow discoloration observed on the liner is consistent with the absorption of synovial fluid by the device. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: "osteolysis-like phenomena due to liner wear occurred, and revision surgery was performed, including liner replacement.".